Manufacturer narrative:
H.6 investigation summary: "material #: 368609. Lot/batch #: 2084516 & 0344825. Bd received 4 full shelf packs and 2 partial shelf packs for investigation. Thirty (30) samples from each reported lot number (60 total) were chosen at random and evaluated by visual examination and the indicated failure mode for damaged needle point with the incident lots was not observed as all product specifications were met. Another 10 samples from each reported lot number (20 total) were chosen at random and evaluated by functional draw testing and the indicated failure mode for insufficient flow with the incident lots was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged needle point and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was insufficient blood flow though the device. The following information was provided by the initial reporter: the needles appear to be fine in appearance, but there is a problem with the cutting edge: they do not go in easily, they get caught, you have to use excessive force both to penetrate the skin and to enter the vein and they get caught, as if they were breaking fibers one by one. Once in the vein (even in veins of more than 8-10mm in diameter), the blood does not flow normally either, forcing much more channeling both to start to come out and to have an acceptable outflow. Logically, they make extraction much more difficult, cause more discomfort and considerably increase the risk of venous rupture (due to the excessive force that they force to be applied) and we cannot even consider using them for thin or difficult to access vein calibers. We have set aside the boxes of this lot, no. 2084516, as we did last year (we still have it in storage as well, it was lot 0344825), in case you would like to check what the problem is. - material/catalog number: 368609. - lot number(s): 2084516 (may 2023), 0344825 (may 2022).

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2084516. D4. Medical device expiration date: 2027-03-31. H4. Device manufacture date: 2022-04-19. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was insufficient blood flow though the device. The following information was provided by the initial reporter: the needles appear to be fine in appearance, but there is a problem with the cutting edge: they do not go in easily, they get caught, you have to use excessive force both to penetrate the skin and to enter the vein and they get caught, as if they were breaking fibers one by one. Once in the vein (even in veins of more than 8-10mm in diameter), the blood does not flow normally either, forcing much more channeling both to start to come out and to have an acceptable outflow. Logically, they make extraction much more difficult, cause more discomfort and considerably increase the risk of venous rupture (due to the excessive force that they force to be applied) and we cannot even consider using them for thin or difficult to access vein calibers. We have set aside the boxes of this lot, no. 2084516, as we did last year (we still have it in storage as well, it was lot 0344825), in case you would like to check what the problem is. Material/catalog number: 368609. Lot number(s): 2084516 (may 2023), 0344825 (may 2022).